Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx fully covered stent was attempted to be deployed within the common bile duct of a patient on (B)(6) 2013 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of a stricture, caused by a malignancy, within the common bile duct. No dilatation was performed prior to stent placement. The patient's anatomy was reported to not be tortuous. No visible issues were noted to the device. During the procedure, the physician attempted to deploy the stent within the target lesion; however it could not be deployed. The physician confirmed using x-ray that the stent was not able to be deployed. Therefore, the device was removed from the patient and a different device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Based on the evaluation findings, which indicate that the proximal end of the guidewire access sleeve had detached from the outer sheath, this is now a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the evaluation findings of sheath detached. A visual examination of the returned device found that the stent was fully mounted onto the device. It was noted that the proximal end of the guidewire access sleeve had detached from the outer sheath; therefore, the distal end of the outer sheath could not be retracted to deploy the stent. The inner lumen was kinked at the location of the outer detach. The distal end of the outer sheath was retracted by hand and the stent was deployed. No issues were noted with the profile of the deployed stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.